Event description:
The device failed to power up.

Manufacturer narrative:
(B)(4) there was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.